Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, mg2175: this complaint reported that false negatives were confirmed with customer testing. There was no patient impact reported. The field service engineer went on site and noted dirt in some positions of the detector card. The fse cleaned the detectors and determined through testing that the instrument was performing without error. Since no instrument issues were noted, this is an unconfirmed failure of a bd product. The root cause could not be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms.

Event description:
It was reported that during use with bd bactec¿ mgit¿ 960 system false negative results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: there is growth, but the machine does not detect it. This is mostly the case with sire tubes, but the customer has used different batches. False negatives confirmed with testing from customer. Customer could see there was an organism growth, which was not detected by the instrument. No erroneous results were provided to any clinician and no patient was treated based on the false positive.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ mgit¿ 960 system false negative results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: there is growth, but the machine does not detect it. This is mostly the case with sire tubes, but the customer has used different batches. False negatives confirmed with testing from customer. Customer could see there was an organism growth, which was not detected by the instrument. No erroneous results were provided to any clinician and no patient was treated based on the false positive.